Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading over 600 mg/dl. The customer's nurse stated that the customer was being discharged to a rehabilitation center. Nothing further was reported.